Event description:
There was an allegation of questionable elecsys anti-hbs ii results for 1 patient sample on a cobas e 801 analytical unit. The customer was performing lot to lot verification when they found the result discrepancy. The initial result from old reagent lot 803342 was 8.25 iu/l, interpreted as below the immunity threshold. The repeat result from the new reagent lot 882761 was 14.4 iu/l, interpreted as above the immunity threshold. The immunity threshold reference range is 10 iu/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.